Event description:
Filiform is alleged to have "broke" where the filiform and follower screw together. The complainant claims that the product had not been used (reprocessed) more than 10 times. Cystoscopy was claimed to have been performed to remove the broken part from the bladder with no injury or impact to the pt.